Event description:
The customer reported that the initial device used in a gastrectomy did not seal. A second handpiece was opened and it did not seal either. A third device was opened and it did not seal either. A third device was opened and worked, but by that time, the pt had bled. The bleeding was stopped by the surgeon and there was no pt injury. The surgeon cannot recall if, when there was no seal, he heard an end tone or a regrasp alarm. The surgeon also cannot confirm if he ever heard an activation tone when the devices were plugged in to the generator. The other device used in this procedure can be found on MFR. Report# 1717344-2010-00247.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.